Event description:
The hospital reported that over the last four weeks, four short port btt black inflation valves dislodged during endoscopic vein harvesting procedures. As a result, the balloons would not remain inflated. Replacement devices from accessory kits were used to complete the procedures. The hospital did not report any pt complications. Since the hospital could not provide the exact date of events and lot numbers for the four short ports, this will be tracked under one case. This report is for the second device.

Manufacturer narrative:
Investigation results: based on the reported complaint and the visual analysis, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. The reported failure "short port btt black inflation valve dislodged" was confirmed. (B) (4).